Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt turns the stimulation up to 20 bars and he does not feel anything except at his ipg site. A full diagnostic impedance measurement showed all contacts exhibited normal impedances. An x-ray showed one lead was wrapped around the ipg. The other lead has not migrated. A repositioning of the lead is planned. No further info is available at this time.